Event description:
The following has been reported: "the following situation is reported in the ward: patient with the diagnosis of acute lymphoblastic leukemia, identified by (B)(6), who has been medically ordered to receive 240ml of blinatumumab for 24 hours at a rate of 10ml/hr, the infusion of the drug is started at 12pm on (B)(6) 2023 to finish at 12pm on (B)(6) 2023. On (B)(6) 2023 at 9am the patient reports that the infusion is finished, 4 hours earlier than scheduled, the patient's condition is checked and there is no change. Verification of the programmed data of the infusion pump and verification of the metrology of the infusion pump is requested. Fresenius agilia vp infusion pump serial: (B)(6)". Reporting due to the referenced issue as a conservative measure. No adverse event reported. More information is needed to complete the investigation.